Event description:
It was reported the pt had stimulation coverage in the lower part of the back but wanted stimulation higher in the back. Reprogramming was unable to resolve the issue. The pt met with the physician and it was reported surgical intervention may be undertaken to add a lead at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.